Manufacturer narrative:
The pump passed the functional testings including a displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. There was no excessive "no delivery" error alarm noted. The pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. There was also no cosmetic damage noted. (B)(4).

Event description:
The customer's parent reported via phone call that the customer was in the hospital. Caller stated that the pump was not delivering insulin. Customer had multiple no delivery alarms and his blood glucose was over 600 or 700 mg/dl. Customer was in the hospital yesterday and is in diabetic ketoacidosis right now. Caller does not have the pump with him and is unable to troubleshoot it. Customer was hospitalized on (B)(6) 2015. Customer's blood glucose was up in the 400-500's mg/dl. Customer's ketones were the highest amount that he should have and he also had a high fever. Customer was still being kept in the hospital and was wearing the pump at the time of the emergency room visit.